Event description:
The patient reported she received an e6 (mechanical error) on her insulin infusion device. The patient was assisted in clearing the error message by following the steps as set out in labeling. The patient was then instructed to change the cartridge. When the patient removed the cartridge, she pulled the cartridge which caused the cartridge plunger to remain attached to the piston rod. The patient was assisted in removing the plunger from the piston rod. The patient stated that a small amount of insulin got in the cartridge chamber. The patient was instructed to dry out the infusion device with a dry cloth. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.